Event description:
The lens reportedly became "cloudy" nearly 8 years post implantation and was explanted. No info was provided regarding bcva or pt risk factors. Add'l info has been request, but no new info has been received.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.